Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: bleeding from surgical cutdown site and removal of impella cp. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During the removal of cp it was noted that the patient had bleeding complications and had to do surgical cutdown . The physician attributed bleeding to bivalirudin infusion not being stopped prior to going to the operating room. The patient received two units of red blood cells to correct blood loss post operatively. Site stabilized with cutdown and no further issues. Patient was escalated to 5.5 and patient is stable post explant.